Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The crt-d was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2019, pocket hematoma was observed. It was treated with an anticoagulant medication and cured on (B)(6) 2019.